Event description:
It was reported that during a primary case, the expansion bolt got stuck inside the expansion trial. Surgery was completed successfully.

Manufacturer narrative:
The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that during a primary case, the expansion bolt got stuck inside the expansion trial. Surgery was completed successfully.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.